Event description:
The service repair tech reported that during routine testing of the device at the service center, the central control monitor (ccm) froze up while booting during dual in-line memory module (dimm) card agitation testing. There was no pt involvement.

Manufacturer narrative:
Investigation is in progress, but not yet completed.